Event description:
It was reported that at the user facility that the device was overheating. There was no reported delay, no reported medical intervention, no adverse consequences to the patient reported.